Event description:
It was reported that stent inadvertent deployment occurred. An 8x40x75 epic vascular stent was selected for an endovascular therapy. During the procedure, it was noted that the stent was slightly protruding when it was taken out. It was noted this occurred outside the body. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous and mildly calcified, and was located in the iliac artery. Furthermore, there was no damage noted on the stent.

Event description:
It was reported that stent inadvertent deployment occurred. An 8x40x75 epic vascular stent was selected for an endovascular therapy. During the procedure, it was noted that the stent was slightly protruding when it was taken out. It was noted this occurred outside the body. The procedure was completed with a different device. There were no patient complications reported.